Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had internal serial number mismatch. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Confirmed the mismatch serial number on the unit as the external sn: (B)(6), while the internal sn: (B)(6). The root cause related to incorrect internal serial number assignment resulting in a mismatch between the internal and external serial numbers was identified as bd workmanship. Instances of the serial number scanned from the DHR paperwork instead of the serial number label on the back of the device were identified by tijuana manufacturing engineering. Scanning the incorrect device during simultaneous lvp flashing workstations, and incorrect device scanning at single-device flashing workstations when multiple devices are present in the workstation areas. Workstations consist of 2 open flashing applications on 1 laptop to process 2 lvps simultaneously (side a & side b). See failure investigation dir# 10000440945. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had internal serial number mismatch. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: confirmed the mismatch serial number on the unit as the external sn: (B)(6), while the internal sn: (B)(6). The root cause related to incorrect internal serial number assignment resulting in a mismatch between the internal and external serial numbers was identified as bd workmanship. ¿ instances of the serial number scanned from the DHR paperwork instead of the serial number label on the back of the device were identified by tijuana manufacturing engineering. ¿ scanning the incorrect device during simultaneous lvp flashing workstations, and incorrect device scanning at single-device flashing workstations when multiple devices are present in the workstation areas. ¿ workstations consist of 2 open flashing applications on 1 laptop to process 2 lvps simultaneously (side a & side b). See failure investigation dir# (B)(4). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had internal serial number mismatch. There was no patient involvement.